Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other: the suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 having tf alarm 316 - blower failure. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms. As a resolution, vyaire customer service (cs) team shipped a new blower under warranty.